Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. Successfully downloaded history files and traces using thump. Unable to upload pump to carelink using carelink personal, carelink mobile application and carelink system was confirmed, due to server error. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023 and (B)(6) 2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of (B)(6) 2022 and (B)(6) 2024. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of 21-nov-2022 and 14-feb-2024 in the formatted history file. In further full review of the pump history/traces on the ss event date of 15-dec-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 15-dec-2023 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000. Dailytotalofallinsulindelivered: 487000 (48.7 u). Dailytotalofbasalinsulindelivered: 405000 (40.5 u). Dailytotalofbolusinsulindelivered: 82000 (8.2 u). 12/15/2023 07:13:29.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1foodbolus (7). Normalbolusamountprogrammed: 26000 (2.6 u). Bolusamountdelivered: 26000 (2.6 u). (B)(6) 2023 12:54:29.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) (B)(6) 2023 19:10:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 26000 (2.6 u) bolusamountdelivered: 26000 (2.6 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the ss event date 15-dec-2023 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued on carelink upload. Unable to upload pump to carelink using carelink personal, carelink mobile application and carelink system was confirmed, due to server error. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label fading. The pump was received with the original battery cap. The metal contact was missing from the battery cap. Battery cap contact missing/damaged was confirmed. The pump was received without a battery installed. There was no data available to verify customer's daily total of all insulin delivered surrounding the event dates of 21-nov-2022 and 14-feb-2024 listed on smartsolve and the days prior to the event dates. Please see below for the customer's daily total of all insulin delivered surrounding the event date 15-dec-2023 listed on smartsolve and the days prior to the event date. (B)(6) 2023 dailytotalofallinsulindelivered: 582750 (58.275 u), (B)(6) 2023 dailytotalofallinsulindelivered: 815750 (81.575 u), (B)(6) 2023 dailytotalofallinsulindelivered: 586500 (58.65 u), (B)(6) 2023 dailytotalofallinsulindelivered: 429500 (42.95 u), (B)(6) 2023 dailytotalofallinsulindelivered: 476250 (47.625 u), (B)(6) 2023 dailytotalofallinsulindelivered: 466000 (46.6 u), (B)(6) 2023 dailytotalofallinsulindelivered: 500250 (50.025 u), (B)(6) 2023 dailytotalofallinsulindelivered: 611000 (61.1 u), (B)(6) 2023 dailytotalofallinsulindelivered: 506500 (50.65 u), (B)(6) 2023 dailytotalofallinsulindelivered: 487000 (48.7 u). Battery cap contact missing/damaged was confirmed. Cosmetic damage was confirmed at the top of battery compartment. The pump passed all the required testing. However, unable to upload pump to carelink using carelink personal, carelink mobile application and carelink system was confirmed, due to server error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer has noticed crack at the top of the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1880 was returned for analysis.